Event description:
It was reported that there was a revision of a bipolar, converted to total hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown uh1. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.